Manufacturer narrative:
As per the physician 'upon follow-up, no signs of membrane tears or graft migration in the 4 patients who received a valiant stent graft early in our series upon CT follow-up could be identified. None of the observed complications seemed to be directly associated with the use of any one specific endograft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; assessment of pull-out forces in tevar and anaconda fevar combination and early clinical results: creation of a proximal landing zone for fevar in patients with extent I and extent IV taaas. Falkensammer j, taher f,plimon m, kliewer m , walter c, pelanek e, assadian a. Annals of vascular surgery 2020; 66: 160¿170. Https://doi.org/10.1016/j.avsg.2020.01.075. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts and non mdt stent grafts were implanted as part of a fenestrated procedures in the endovascular treatment of thoracic aortic aneurysms in 28 patients. Balloon expandable covered stents were used in the fenestrations of the valiant and non mdt stent grafts. The following malfunctions were observed; deployment difficulties, migration, stent graft fracture, kinking, type iiia endoleak, type ii endoleak, infolding, difficulty to cannulate, inaccurate delivery. The following adverse events were observed; dissection, stenosis, stroke, hematoma, bleeding, myocardial infraction, renal failure, aneurysm expansion, paraplegia, peripheral ischemia (compartment syndrome), occlusion, intervention. Patient deaths were reported but there was no causal link that the valiant stent grafts caused or contributed to these deaths.